Manufacturer narrative:
The lead was surgically abandoned. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned during implant procedure due to it did not return satisfactory sensing measurements. Reportedly that a new brady lead had better sensing numbers. This lead was never in service. No adverse patient effects were reported.